Event description:
The a2079 mayfield infinity xr2 base unit had a swivel adaptor that broke free from the skull clamp. Per the integra ls sales specialist, it looked like the teeth that connect to the skull clamp were worn down (images were provided) and possibly caused a slip and ultimately broke the knob inside the swivel adaptor. There was no patient injury or death. The device was in use on a 40 year old male patient. No revision or medical intervention was required and there was no delay in the surgery due to the problem.

Manufacturer narrative:
Integra has completed their internal investigation on 19jan2017. The investigation included: methods: -evaluation of actual device, -review of device history records, -review of complaint history. Results: evaluation of device: the star burst adjacent to the broken threads reveal 6 teeth with abrasion & raised material. The balance of the star burst teeth are also showing signs of use/wear with corner rounding. Device history record reviewed for product ID a2114 lot # xr150833 a total of (B)(4) were manufactured on 07/29/2015 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year lookback in trackwise for this reported failure and or related to "cracked or broke " for this product family shows that 4 complaints were received including this case, see below. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: engineering and repairs were able to verify the customer complaint. The root cause cannot be attributed at this time. There is a chance that the fracture was caused by fatigue cracking due to an axial tension load (tightening of the drawbar) and/or bending load which exceeded the strength of the material. This will be monitored for trending.